Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose values in the 70¿80 mg/dl range, with the lowest noted at 83 mg/dl and a downward trend to 92 mg/dl, while otherwise maintaining time-in-range and managing episodes with oral glucose tablets; the user inquired about raising the target or adjusting weight in the algorithm, and education was provided regarding meal announcements and avoiding a factory reset. Symptoms included no reported hypoglycemic symptoms. Outcomes included correction of low glucose with oral glucose and no need for assistance or medical intervention. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device alarms for low glucose, no malfunction reported, and user-managed recovery with oral glucose, consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.